Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that the filter had tilted approx 15-20 degrees in an anterior direction. During the first removal attempt, resistance was observed when attempting to grasp the filter with the retrieval system. The retrieval system was removed and upon examination, a filter arm was discovered within the retrieval system. The detached arm was not identified prior to the retrieval attempt. After failed retrieval attempts, the physician decided to leave the filter permanently. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remained implanted and the detached filter limb was discarded by the user facility; therefore, a product evaluation could not be performed. Case images were requested; however, were not available. As no sample or case images were provided for review, a complaint results are inconclusive for filter tilt and filter limb fracture. A definitive root cause is unk. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. Filter tilt. Filter malposition.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. Medical records were received and reviewed. The filter was implanted prophylactically following multiple trauma s/p mva. The filter was placed via the right common femoral vein in an infrarenal position. During the scheduled retrieval approximately seventeen months later, the filter could not be drawn into the sheath and after multiple attempts, the retrieval basket/sheath was removed and a single separated filter "arm" was also retrieved along with the basket/sheath. Further attempts to remove the filter were made with another retrieval device, but they were unsuccessful and the filter was left in place. At the end of the procedure, the filter was noted to have some "rightward tilt" (angulation not specified). An ap abdomen x-ray twenty months later demonstrated a detached filter "leg". Another filter "leg" noted in images from the initial retrieval was no longer seen. The patient was reported to be asymptomatic at the follow-up office visit twenty months post filter implant.

Manufacturer narrative:
Medical images have been made available to the manufacturer. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported that approximately 17 months post filter deployment during scheduled filter retrieval, diagnostic imaging demonstrated a tilted filter with a detached filter limb. Unsuccessful attempts were made to capture the vena cava filter; however, the detached filter limb was successfully captured and retrieved, the filter remains implanted. Approximately four years post filter deployment; diagnostic imaging demonstrated a detached filter limb located in the pulmonary vein. No attempt was made to remove the detached limb. No other attempts were made to retrieve the vena cava filter. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: this is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. The medical records allege that an unsuccessful retrieval attempt was performed approximately 16 months after the filter was implanted. It was reported that the physician had difficulties retracting the filter into the sheath. It was further alleged that a detached arm was discovered within the recovery cone retrieval device after it was removed from the patient. The filter was noted to have some rightward tilt after the retrieval attempt. An x-ray taken three months after the retrieval attempt allegedly identified a fragment measuring 11.4mm in length identified as a detached ¿leg¿. Allegedly a second detached limb was identified; however, it was not visible. Based on the medical records, limb detachment, filter tilt, and an unsuccessful retrieval attempt can be confirmed. There was no mention of a detached limb or filter tilt prior to the retrieval attempt. Therefore, it is possible that the limbs detached and filter tilted as a result of the retrieval attempt. It is unknown why the user reported difficulties retracting the filter into the sheath. Based on the available information, the definitive root cause is unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.